Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the patient received a burn mark from the associated electrode pad. Complainant indicated that the patient subsequently sustained burn marks. The customer was unable to provide information on the severity of the burn marks.

Manufacturer narrative:
Reports of this nature are not typically reportable due to the fact that no serious injury occurred and no medical intervention was required.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. However, review of the device logs indicate a large difference between the measured patient impedance and the measured defib impedance. This difference in readings is indicative of a coupling issue between the pads and the patient. According to our device labeling, poor coupling to the patient can cause arcing, reddening of the skin or burns during the delivering of therapy.

Event description:
Complainant alleged that while defibrillating a patient (age & gender unknown), the patient received skin reddening from the associated electrode pad. Complainant indicated that the reddening was of the first degree and did not require medical treatment.